Manufacturer narrative:
The complaint issue was reported as follows: ¿the needle protruded through the catheter.¿ the device involved in this complaint is an echo-hd-19-a device of lot# c1111170. This echo device was received with the stylet in place and with the needle fully retracted in the sheath. The sheath of the device was examined and no kinks or damage was noted below the sheath extender or along the length when the sheath extender was positioned at reference mark 2.5. The distal sheath tip was examined and noted be damaged and perforated. On evaluation of the device it was possible to advance/retract the needle without resistance. It was noted though that the distal needle tip could catch on the wall of the sheath at the distal end when the sheath tip was slightly bent. The needle extension was examined and confirmed to be free of kinks or damage; the distal needle tip was examined under the microscope and it was confirmed that the tip of the needle was intact. It was determined that a possible cause for the damage/perforation to the distal sheath tip may be attributed to product handling before or during its introduction into the endoscope. The customer complaint was confirmed as damage/perforation was noted to the distal end of the sheath during the device evaluation. As the conditions of use cannot be replicated during the laboratory evaluation it is not possible to conclusively determine the root cause of this complaint. Prior to distribution, all echo devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-19-a devices of lot number c1111170 did not reveal any discrepancies which could have contributed to this complaint issue. The instructions for use, ifu0050-1, advises the user to ¿visually inspect with particular attention to kinks, bends or breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. The patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends. The complaint issue was reported as follows: ¿the needle protruded through the catheter.¿

Event description:
The initial complaint information received indicated the user noted the echo sheath was kinked during the procedure. The needle protruded through the sheath resulting in difficulty retracting the needle. The patient began to bleed and required hemostasis to stop the bleeding. As per the user the bleeding was not due to any perforation.